Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with vancomycin (1 gram, frequency and route of administration not reported) and ceftriaxone (dose, frequency and route of administration not reported). At the time of this report, the peritonitis was resolving and the patient was recovering. No additional information is available at this time. This is report 3 of 3 involved in this event.